Event description:
It was reported that the patient underwent a plif and a plf at l2-l5 to implant interbody device and posterior fixation. Five months post op, x-rays confirmed that the pedicle screws at l2 and l5 were loosened. Fusion reportedly was not completed. Some sensory discomfort was reported, otherwise the patient was reportedly asymptomatic. The revision surgery is scheduled on (B) (6) 2009. Patient's degenerative scoliosis and rotated vertebral bodies still remained after the index surgery.

Manufacturer narrative:
(B) (4): this part is not approved for use in the united states; however, a like device catalog # 75446540, 510k # k042025 was cleared in the united states. Device history records review is in progress. The screws remain implanted, product evaluation is not possible at this time. Two axial CT scan image are provided of unknown lumbar level. Bilateral rods are noted. Interbody device appears to be out of the disk 80% on one view and countersunk into disc on another.